Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. The shock was delivered while the patient bent. The patient presented to the clinic because of the shock and the health care professional (hcp) reprogrammed the sensing vector from alternate to primary. The smart pass was noted to be off. Automatic setup was attempted, however, all three vectors had low amplitude and were incompatible. The physician plan is to remove the system and change to an implantable cardioverter defibrillator (ICD). This s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been received for analysis.